Manufacturer narrative:
Date of event is approximate. The device catalog number, serial number and manufacturing number were not provided. Customer phone number was not provided. The complaint was received from a consumer in japan. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their easyclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
On (B)(6) 2022 this case was re-reviewed and was determined to be not reportable. The initial allegation stated that the easyclean power toothbrush metal shaft detached during use. However, new information provided by the patient states that the reported incident occurred outside of the oral cavity. Therefore the concern for a potential choking hazard can be removed. Initial MFR report number.

Event description:
On (B)(6) 2022 this case was re-reviewed and was determined to be not reportable. The initial allegation stated that the easyclean power toothbrush metal shaft detached during use. However, new information provided by the patient states that the reported incident occurred outside of the oral cavity. Therefore the concern for a potential choking hazard can be removed.